Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on the morning of (B)(6) 2010 she tested her blood glucose and obtained a 95 mg/dl. Approximately 10-15 minutes later, she developed symptoms of blurred vision, feeling shaky,sweaty, dizzy and feeling disoriented. She then tested her blood glucose on her husband's one touch ultra 2 meter and obtained a 52 mg/dl, and 62 mg/dl. Readings were taken less than 30 minutes from her lfs meter. She then self-treated with food and (B)(6) at around 6:30am. She felt better after self-treatment and retested; however, does not recall the reading. She did not seek any further medical attention or contact her physician for assistance. She does not recall what her reading was the night prior the incident. She takes novolog and lantus insulin and the novolog is based on a sliding scale and does not recall how much insulin she had taken the night before the incident. The patient claims her blood glucose readings are very erratic and does not have "normal blood glucose readings". The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient could not find her control solution at the time of the initial call to lfs. The complaint is being reported since the patient alleged she developed symptoms suggestive of a serious injury after obtaining an allegedly high result of 95 mg/dl and had to self-treat with food and coke and felt better after self-treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Pt was revised to address acetabular loosening and metallosis.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.